Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was steadily rising. It was further reported that the patient alert was going off for high impedance and was suspected to have fractured. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.